Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to moisture damage inside force sensor resistor. The motor passed motor test. The insulin pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that they received a motor error alarm during bolus. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.